Event description:
It was reported during a lead migration surgery (manufacturer report number 1627487-2022-01062) the lead may have been damaged during the procedure. Surgical intervention took place wherein the lead was explanted and replaced. Effective stimulation was established.

Event description:
It was reported during a lead migration surgery (manufacturer report number 1627487-2022-01062) the lead may have been damaged during the procedure. Surgical intervention took place wherein the lead was explanted and replaced. Effective stimulation was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.